Event description:
It was reported that the balloon ruptured inside the patient. An 8.0mmx40mmx80cm sterling balloon was selected for use in a percutaneous transluminal angioplasty procedure of the iliac artery. The lesion in the iliac artery was described as diffuse and calcified with a different morphology. During the procedure, the balloon was inflated to 8 atmospheres of pressure when it ruptured. The physician was able to withdraw the balloon. A new balloon of the same model was used to complete the procedure. The patient was not harmed. No adverse effects were reported and the patient was discharged after the procedure.

Manufacturer narrative:
Device analysis by MFR: the returned product consisted of a sterling balloon catheter. The balloon was torn longitudinally 26mm distal end of the balloon. There was no other damage identified. The reported balloon burst was confirmed.

Event description:
It was reported that the balloon ruptured inside the patient. An 8.0mmx40mmx80cm sterling balloon was selected for use in a percutaneous transluminal angioplasty procedure of the iliac artery. The lesion in the iliac artery was described as diffuse and calcified with a different morphology. During the procedure, the balloon was inflated to 8 atmospheres of pressure when it ruptured. The physician was able to withdraw the balloon. A new balloon of the same model was used to complete the procedure. The patient was not harmed. No adverse effects were reported and the patient was discharged after the procedure.